Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated they haven't used the stimulator for a year or more because the stimulator hasn't worked due to the leads in the pt's neck "frayed". Pt stated the issues started probably back in 2010.

Manufacturer narrative:
Concomitant medical products: product ID 3887-56, lot# l72256, implanted: (B)(6) 2000, product type: lead, ubd: 29-oct-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.